Event description:
Healthcare professional reported that approximately 240 months post implant (exact date of implant was not in the patient's records) the valve was removed due to calcification. The valve was returned for evaluation.